Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: l4-5 grade spondylolisthesis, l4-5 right greater then left-sided foraminal stenosis and lower extremity radiculopathy including pain and motor weakness. L4-5 advanced degenerative disk disease. Patient underwent the following procedures: l4- 5 posterior spinal fusion, l4-5 posterior spinal instrumentation, use of allograft and autograft bone graft, triggered emg pedicle screw testing and neural monitoring. As per-op notes: guide wires were placed at all 4 pedicles bilaterally at the l4 and l5 level. Tapping was performed, followed by placement of screws. Screws consisted of precept 6.5 mm x 45 mm length screws at all 4 pedicles. Bilateral l4-5 facets were exposed with facet joint capsules stripped and facet joint carefully decorticated and prepared for fusion. Each of the facet joints was packed with small portion of bmp sponge as well as some allograft and local autograft bone graft. 2 rods were fitted to l5 pedicle screws bilaterally. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.